Event description:
4-11-1995, left ruptured implant. A 42 yr old white g3p3 female status post bilateral, subglandular inframammary 240cc surgitek gels for augmentation. 4-24-80, pt complained of a slow decrease in right side over yrs. No history of trauma. Mild local discomfort. Main complaints of systemic arthmalgias, myalgias paresthesias, fatigue, night sweats, headaches, periodontal problems, dizziness, neurocognitive problems, sicca, hair loss, rashes, shortness of breath, gastrointestinal/genitourinary problems etc. Pt had right biopsy in 1982 which was benign. Otherwise healthy. Ultrasound positive for rupture left side. Mammogram within normal limits 1-24-95. Exam positive for contractures, right I, left iii. Bilateral axillary lymph nodes, dry skin, telangiectasis symptoms. 2-7-95 positive left rupture, liquid, wide envelope disintegration. Moderate yellow, "min" cloudy, thin capsules with "calcium weight 10ml."